Manufacturer narrative:
The device history record (DHR) for lot number 2507007364 was reviewed and no anomalies related to the reported issue were observed. Two samples were received for evaluation. During visual inspection, a few lines were observed on the yankauer. Upon functional evaluation (leak test), a crack was identified in one of the two samples. A gemba walk was performed to review the manufacturing process. The process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. In addition, quality control inspections are performed to the product for material release which include a visual inspection sampling to verify the correct assembly of device, as well as a 100% visual inspection performed by personnel production during the process, in order to detect and discard any identified issues. Based on all available information, a definitive root cause could not be determined at this time. As part of continuous improvements, a quality alert has been created. No corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that upon opening a package of material, they discovered two cannulas with fissures. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.